Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a double valve replacement was performed secondary to aortic and mitral regurgitation. A 27mm carpentier-edwards perimount magna ease aortic heart valve was implanted in the aortic position and a 29mm epic valve was implanted in the mitral position, both supra-annularly. On (B)(6) 2016, a tte was performed due to suspected cardiac insufficiency. The echo revealed third degree mitral regurgitation secondary to cuspal prolapse. The ero (effective regurgitation orifice) was 0.4cm2 and the regurgitation volume was 91cm3. As a result of the echo findings, a re-do mvr was scheduled. On (B)(6) 2016, the epic valve was explanted and a 27mm carpentier-edwards perimount magna ease mitral heart valve was implanted. (The non-sjm aortic valve remains implanted.) In vivo, a cuspal tear was found which was inadvertently made larger as the valve was explanted. Per report, some pannus was found on the explanted mitral valve. Postoperatively, the patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed along the base of cusp 2, fibrous pannus ingrowth was observed on the inflow surface of all three cusps, and loss of collagen fibers and degenerative changes was observed in cusps 1 and 2. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the tear, pannus, loss of collagen fibers and degenerative changes was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.